Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 504 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual injection since they were unable to deliver a bolus using the insulin pump. Customer was advised to call back to perform the high pressure test when they receive the necessary supplies to continue troubleshooting.